Event description:
Upon investigation of the softclix device, the investigation unit found the lancet to protrude past the end cap after firing. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.